Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The interrogated monitoring voltage was 9.216v and the remaining battery life to eri is 50 percent. A review of the device memory noted no resets, errors, or fault codes. A review of the episode log shows a total of 7 untreated episodes and 1 treated episode. The recorded electrogram showed what appeared to be a loose connection, moving electrode, moving device, or damaged electrode. The device operated appropriately during automated electrical testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this device received inappropriate shock therapy while folding laundry. A system interrogation revealed several untreated episodes, also on that same day. All of them were high signal amplitudes and had baseline shifting in common. Manipulation of the device, as well as jumping and/or bending, failed to recreated signal artifact. Initially a connection issue was suspected, with technical services stating a high resolution imaging, could be valuable to confirm. Additionally, the patient reported a few days prior to the date of these episodes, she had been reaching for something, creating a stretched out effects and then felt pain near the device site. The device was reprogramming and a revision planned for the upcoming week. During the revision, no connections issues nor any other electrode anomalies were observed. The connection was confirmed properly and securely within the header. The artifact was again unable to be reproduced in any vector configuration. For this reason the device was removed and replaced and is expected to be returned for analysis. The field representative additionally reported at this time, that during the implant in 2015, a bent needle broke off when the holding threads for the aggregate/device, were applied. The needle was unable to be located and had remained in the patient since 2015. During this current revision, the needle was located near the immediate vicinity of the aggregate/device. The needle fragment was removed prior to completion of the device replacement. Measurements with the new system were in range and acceptable.